Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's wife brought the patient to the emergency room after finding him slumped over. A remote interrogation was performed which found no stored episodes. A field representative interrogated the pacemaker and found no issues. It was noted that the device was pacing at the lower rate limit of 40 paces per minute and the physician requested it to be increased to 60 paces per minute. No additional adverse patient effects were reported.